Manufacturer narrative:
The product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause of the lens off-axis. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the patient had poor vision. The surgeon reported that the iol was ten degrees of axis. Three weeks later he returned to surgery with the patient and realigned the iol. The realignment did not resolve the event. The patient also had unexpected spherical refractive outcome that was caused by a calculation error due to an inaccurate formula entry, which the surgeon discovered after he had realigned the iol. The surgeon plans to continue to monitor the patient to see if the final vision is satisfactory. Additional information has been requested.